Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient failed to bolus and there was an incorrect manual calculation of the dosage).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 30mmol/l with nausea, vomiting and headache. The patient was hospitalized. The patient was treated with IV fluids. Customer support (cs) completed troubleshooting and the patient failed to bolus and an incorrect manual calculation of the dosage. This report is being made due to use error.